Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old hispanic female patient underwent a primary breast augmentation with a 375cc (right) and a 425cc (left) mentor memorygel breast implant and experienced a rupture on the right side and breast encapsulation on the left side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
On november 21, 2024, mentor received additional information reporting that the replacement device was a 300cc mentor memorygel breast implant (catalog number 3503004bc) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 05, 2024, mentor received additional information reporting that the patient rescheduled the date of device explantation to (B)(6) 2024. Section d6b. Explantation date: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 31, 2024, the mentor failure analysis lab has received the device for evaluation. On january 02, 2025, mentor noticed that the patient's right side was found to be intact and the patient's left side was the one noticed to be ruptured. On january 16, 2025, after multiple attempts to clarify the ruptured side, mentor determined that the patient's left side (lot 6856289), documented in manufacturer's report number 1645337-2024-08763, would be coded for the rupture and that the patient's right side (lot 7008631) would be coded for being intact. Code a24 has been added in section h6-medical device problem code to document this additional information. Per the operative report, the patient exchanged the breast prostheses due to the contour of the lower pole. On january 17, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that no damage or anomalies were observed on the sm mpp gel 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).